Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with a prostyle device using the pre-close technique via an 8f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, during step 3, the entire suture came out of the anatomy when the plunger was removed. The device and suture were removed. The sutures of two new prostyle device were successfully pre-placed. The sheath was upsized to a 20f, and the aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
An analysis was performed on the returned device. The mal position of the device was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information received and analysis of the returned device, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, based on the information provided it is likely the insertion depth was not adequate or there was friable tissue. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.